Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression procedure due to trigeminal neuralgia. The patient was implanted with titanium low profile neuro burr hole cover. There was a surgical time of 93 minutes. There were no intraoperative complications. The duration of follow up was of 2050 days. The healing status/radiographic outcomes at final follow-up was that the patient pain relief from surgery continues to this day and reports improvement in symptoms from csf leak into middle ear. There was no postoperative complication presented. The patient underwent reoperation because of the right retrosigmoid craniotomy repair of csf leak. No further information is available. This complaint involved unknown number of devices. This report is for (1) ti low profile neuro burr hole cover 24mm dia. This is report 2 of 2 for (B)(4).